Event description:
The pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt reported that prior to the hospitalization the pump cartridge cap was damaged and could not be properly secured to the device, therefore she affixed it with tape. The pt also reported that after the cartridge cap was damaged the pump began emitting loss of prime warnings as alert that insulin delivery was interrupted. The pt has replaced the cartridge cap and continued to use the pump with no reported subsequent events.